Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that the up arrow button stopped working. The failure is constant. No adverse event reported.a request was made for the return of the device.